Manufacturer narrative:
Correction/removal reporting number= 3002809144-01/28/20-001-c a product correction letter was issued on (B)(6) 2020 to all customers with installed alinity ci- series scms notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The field service representative observed that the pretrigger solution was being dispensed into an empty slot, where there is no rv present to receive the fluid, when running m&d 1210 pre-trigger precision and accuracy. The alinity ci system software v2.5.1 was being used at the time of the event. There was no exposure reported. Further review determined that this event could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where during m&d 1210 (which takes place during system installation), the pretrigger is being dispensed into the process path when no rv is below.

Manufacturer narrative:
Complete information for section h9. Correction/removal reporting number= 3002809144-01/28/20-001-c this follow-up MDR is being submitted as the device manufacture date was provided. Section h4. Device manufacture date has been updated.